Event description:
It was reported that during the procedure, the physician was unable to screw all three setscrews in the header of the device to fixate the leads. The device was removed and replaced with a new device. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4); analysis revealed no anomalies were found.